Manufacturer narrative:
The device has been received but an eval has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant info from received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corp that a zero tip nitinol stone retrieval basket was used for a ureteroscopy procedure performed in 2009. According to the complainant, part of the retrieval basket wire was observed to be missing its "green coating" during preparation for the procedure. It appeared the device was not peeling or flaking, and no portion of the sheath was detached in the packaging. The procedure was successfully completed using another zero tip nitinol stone retrieval basket. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".